Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) investigated the system onsite and confirmed that the flexvision pc was not able to start up. To resolve the issue, fse replaced the flexvision pc, downloaded the software and configured the flexvision system. The defective flexvision pc was returned to philips for analysis but no failed component observed but the failure analysis indicated that there was an error due to outdated ram. After replacement, the system was returned to philips in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the flexvision computer was unable to boot, preventing the system from booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.